Event description:
Customer got a low fill estimate after completing a load process; he added ~125 units but the pump only showed 70 units. The impact to the customer ID unk.

Manufacturer narrative:
The product has not been returned for eval. Should ne relevant info become available a supplemental report will be submitted. In addition, t:slim user guide indicates pump is to be used with individuals 12 years and greater; pt is (B)(6) years old.